Event description:
Boston scientific received information that during a routine follow up in clinic, this left ventricular (lv) lead exhibited loss of capture (loc) in all programmed configurations and high out of range pacing impedance measurements. A lead fracture was suspected. A revision procedure was planned for a date in the future. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that a revision procedure was performed eight days later. The lv lead was observed to have fractured. The lead was surgically capped and abandoned. And an epicardial lead was successfully placed. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.